Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released int patient's blood, tissue and bone. Update 5/14/15-pfs and medical records received. After review of the medical records for MDR reportability, the medical records underwent a 1st revision on (B)(6) 2006 for subluxation, pain, and leg length discrepancy. Only the femoral head was revised during this revision. The patient was revised a second time on (B)(6) 2012 for catching and clunking sensation. The femoral head and liner were revised. No labs were provided for the alleged high metal ions. The stem implanted on (B)(6) 2005 is being reported for the leg length discrepancy and the alleged high metal ions. The unknown femoral head placed on (B)(6) 2006 is being reported for the (B)(6) 2012 revision. It should be noted that during the (B)(6) 2012 revision, the cup was noted to be slightly neutral at 10-15 degrees anteversion, but wasn't revised. The cup isn't being reported as 15 degrees of anteversion is within the recommended surgical technique. The patient underwent an operation on (B)(6) 2010 to remove painful retained femoral cables. At this time it is unknown when/why these cables were placed. If/when we receive a copy of the primary operative note we will updated as needed. The complaint was updated on: 6/9/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).